Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the battery door was broken, and the coil was overheating. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been serviced in the past. Visual evaluation found broken battery compartment and there was trace of burn in the battery compartment. Could not duplicate report of overheating. The battery compartment was replaced. The device passed all functional tests after the repair.